Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up and down arrow keypad buttons reportedly have to be pressed several times for a response. The pt claimed that the buttons are not sticking, continue to make a clicking sound when pressed and the keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1 submitted: 09/07/2012 device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the ok button was intermittently unresponsive. The audio bolus button was unresponsive. All remaining keypad buttons responded appropriately. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons, including the audio bolus button.